Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer stated on (B)(6) 2012 an uvc was inserted in the umbilical artery, prior to insertion the area was cleaned with 70% alcohol. There was no difficulty with the insertion, and the uvc was secured with silk suture on the skin. The suture extremes were holding the catheter with a knot, and surgical tape. On (B)(6) 2012, the medical order to remove the uvc was given. Upon removing the uvc, they moved away the fixing point and when they began to pull the catheter to remove it, it broke. A piece remaining outside of the artery enabled them to hold the uvc that remained in the umbilical artery and remove the remaining piece that was still in the neonatal patient. There was an excessive manipulation of the umbilical area therefore 2 bigger antibiotic doses were administered.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.